Manufacturer narrative:
Initial reporter facility name: (B)(4). Investigation summary: it was reported there were defective syringes. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows six syringes and the other photo shows four syringes. Each syringe has a circle, but there were no defects or imperfections observed. A device history record review was complete for provided material number: 301033, lot number: 2089491. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that 91 bd luer-lok¿ syringes had a broken plunger thumb press. The following information was provided by the initial reporter: 91 had a broken plunger thumb press.